Event description:
A customer contacted beckman coulter inc. (Bci) regarding three (3) glucose (gluc) patient results did not match when ran in duplicate mode that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The results, provided by the customer. Patient treatment was not affected in this event.

Manufacturer narrative:
Qc material all levels were performing within established range, recovering close to the established means. A field service engineer (fse) was dispatched and replaced the glucose reagent syringe and the sample syringe. The fse also performed precision study and passed to customer's satisfaction. Although hardware was replaced, the root cause is unknown.